Event description:
The facility reported that the safety belt was broken so the staff used a substitute. The resident was sitting on the alenti at 28-1/2 inches high as he was taken out of the tub. The caregiver had dressed his feet and leg and walked around the lift from his left side to his right. She turned her head for a second and heard the wheels rolling and noticed him tipping over. She tried to stop the fall, but was unsuccessful. She thought the alenti may have been over the side of the tub slightly as she was lowering, but can't remember for sure what exactly transpired. The resident sustained a laceration to the top of his head and small bruises and an abrasion to his right shoulder and right mid-thericis. He received 6 sutures.